Event description:
Pt. Admitted elective minimally invasive l hip arthroplasty which was complicated by a retained portion of a spinal needle in patient's lumbar spine during attempt for a spinal block pre-operatively. A whitacre, 25 g, 9 cm in length needle and attempted a spinal placement midline at l2-3. On the first attempt, csf was unable to be obtained. Upon withdrawal of introducer and needle, the spinal needle noted to be broken. FDA safety report ID# (B)(4).